Event description:
It was reported that the pump touch screen would intermittently shut off and become unresponsive. There was no adverse impact to customer's blood glucose. Customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.